Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use, a leak in the evac line was confirmed. There was no harm reported. There was no report of any intervention (reintubation) performed.